Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 162mg/dl at the time of incident. Customer stated that the insulin pump had a stuck button alarm. No significant event leading to button error or keypad anomaly were observed. Stuck button troubleshooting was performed and confirmed that the insulin pump button was pressed down for 3 minutes or longer and it was not exposed to a change in altitude. The insulin pump is not being replaced and is not expected to return for analysis.